Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the rear cover and side cover fell off from the spring arm. Unit have been damaged by or staff during movement of equipment. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. According to analysis provided by subject matter expert at manufacturer site, the incident is due to an inappropriate use. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. Additionally, the users are requested to pay attention to cracks in plastic parts. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the rear cover and side cover fell off from the spring arm. Unit have been damaged by or staff during movement of equipment. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.